Event description:
The sales rep reported that during an acl repair, the tip of the customer's milagro drivers broke off into the fixation screw while the fixation screw was being driven into the bone tunnel. The fragment was not able to be retrieved and remains within the fixation device captured within the bone. The procedure was concluded successfully without further issue or harm to the pt. Facility retaining possession for complaint device for the time being.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.